Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Pneumonia is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, patient underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Wife reported the physician took 3 hours for procedure, could not place the j tube and only peg tube was placed. After an unspecified period of time, the patient was hospitalized with pneumonia.